Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected rewind anomalies noted. No unexpected back light anomalies noted. No unexpected low battery alarm anomalies noted. No motor error alarm noted. Motor passed motor test. Device received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error and the screen was difficult to read. Customer's blood glucose level was unknown at the time of incident. Customer also stated that the insulin pump had diminished battery life, backlight was faint and the rewound was slower. The insulin pump will not be returned for analysis.